Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. (B)(4).

Event description:
It was reported the patient was experiencing difficulties charging his ipg and is no longer receiving stimulation. A replacement charger was unable to resolve the issue. Troubleshooting confirmed a possible ipg issue. Surgical intervention may be pending to address the issue.

Event description:
It was reported the patient underwent surgery on (B)(6) 2016, where the ipg was explanted and replaced with a different model. Therapy was restored and the patient's issue was resolved.